Manufacturer narrative:
510k: this report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4).without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, patient underwent removal of plate and screws due to possible infection. The surgeon could not remove the unknown plate. There was a 30-minute delay in the procedure. The surgeon was able to remove the plate using a system from another company. The screws were remove without any complication. The surgeon completed the surgery. The patient was not revised to additional hardware. Patient outcome was unknown. This complaint involves one (1) plate and an unknown number of screws. This report is for (1) one unknown plate concomitant devices reported : stardriver screwdriver shaft qc/t15 (part # 314.116, lot # unknown, quantity of 1); headframe adjustment instrument (part # 314.407, lot # unknown, quantity of 1). This report is 1 of 2 for (B)(4).